Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ litigation papers allege elevated levels of chromium and cobalt in her blood stream and pain. Doi: (B)(6) 2008 - dor: none reported (left hip). Patient is resident of (B)(6). Update - added stem and sleeve, sales rep details, patient height, weight and activity level, revision date. Taken from (B)(6) dated(B)(6) 2015. Sales rep - (B)(4). (B)(6). Revision date - (B)(6) 2015.